Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g01003 additional information: section d4 lot number was updated from unknown to 26210un20. A review of tickets determined that there is normal complaint activity for lot 26210un20. A review of tracking and trending did not identify any trends for falsely elevated results for the product. Return testing was not completed as returns were not available. Device history record review did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Instructions for use are provided along with troubleshooting and resolution procedures for observed erratic results. Instrument troubleshooting was performed with no issues observed. A precision run using both patient samples and qc passed after maintenance was performed at the customer site and results were as expected. The log analysis shows the suspect sample may have been impacted by a previous assay in the same cuvette. Based on the investigation, no systemic issue or deficiency of the alinity magnesium reagent, lot number 26210un20 was identified.

Manufacturer narrative:
Health effect impact code: (B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one patient. On (B)(6) 2021, patient sid (B)(6) generated an initial magnesium result of 3.33 mmol/l (the result was not reported), repeated the sample with a result of 0.90 mmol/l. The sample was re-ran by 10 and results were between 0.90 mmol/l and 0.93 mmol/l. No impact to patient management was reported.